Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced three (3) drive shafts and three (3) bushings due to heavy contamination internally. The 21 link ladder chains were replaced due to the chains were rusted from heavy contamination. After servicing, the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
The event was reported by the customer the holster gives an l3-033 error code when initializing the probe. A demo holster was used to complete the case with no pt consequence.